Event description:
Smelled electrical burning scent. Found motor casing to be very hot on kin air low air loss bed. Un-plugged bed immediately, removed patient from bed, removed bed from room, replaced bed with a new regular ICU bed. Company called.====================== manufacturer response for bed - specialty, kinair======================upon inspection of bed, one of the blower motors on the right side had ceased, overheating the outer casing, and damage occured to the double insulated power cable.